Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to an infected system. Attempts were made to obtain additional information regarding the nature of infection however was unsuccessful. Evidence suggests the device was explanted. No adverse patient effects were reported.